Event description:
A low glucose readings issue with the abbott diabetes care (adc) device was reported. The customer received unspecified low readings on the adc device. It is unknown whether the customer noted a trend arrow on the device. The customer experienced symptoms described as loss of consciousness and collapsed. The customer was unable to self treat and had contact with a healthcare professional (hcp). The hcp provided treatment of stomach tablets (pantoprazole 10 mg), heart medication (bisoporol 2.5 mg), dramipril 5 mg, ace with 100 mg, nustindi 180 mg, insulin aphat short-term, and tujeiu 13 units. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.